Event description:
Additional information was received in which provided patient data and change in event date.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b3, d10.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred. Upon follow-up with the clinic hemodialysis (hd) nurse, it was reported the blood leak occurred immediately after the initiation of the patient¿s hd treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed along the side of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional patient and treatment details were requested but reported to be unavailable.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a fiber fragment was observed to be placed diagonally on the outside of the fiber bundle at approximately 90° (with the dialysate ports situated at 0°) in the non-cavity ID end header. A laboratory bubble point testing detected an internal leak from the non-cavity ID end potting cut surface at approximately 90° with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, it was noted that the observed fiber fragment measured approximately 3.0 cm in length and was potted at approximately 90°, extending to approximately 100° diagonally, (with the dialysate ports situated at 0°) on the non-cavity ID end. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.